Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. Syncardia personnel repaired the key switch in the field by removing the broken piece of key. The companion 2 driver was turned on using the driver's spare key and passed the system check procedure. The companion 2 driver remains at the site as a hospital standby driver and will be returned to syncardia no later than its next service date for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the key was found broken off inside the key switch of the companion 2 driver.

Manufacturer narrative:
The companion 2 driver remains at the site and is being used for patient support. (B)(4) follow-up report 1.